Manufacturer narrative:
B3 date of event is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient. Patient reported when they had their stimulation on at night, when they woke up in the morning, their arms would be killing them; like a burning knife going through their biceps/triceps. The issue started like a month, or maybe 3 weeks, ago. Patient suspected stimulation was the cause and tested their theory by turning their stimulation off, and the issue had gotten better since then. Patient trying to move in bed was so painful. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of national answering service (nas) number for healthcare provider office to contact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's managing physician (hcp). Hcp reports the patient (pt) states they are testing their stimulator out still, but they have also scheduled the patient to come in and be evaluated on (B)(6) 2025.

Event description:
It was reported the cause was possibly related to scs settings or muscle tightness. She is advised to meet with her device rep to review and potentially reprogram the scs settings. Patient will need x-rays to evaluate the spinal cord stimulator and ensure there are no issues with the device or its placement. Patient is advised to meet with device representative to review and potentially reprogram the stimulator settings, as the current settings may be contributing to her symptoms. Pt has a history of spinal cord stimulator placement surgery, though the exact date is unclear due to changes in medical records systems. She has not had the stimulator interrogated recently and does not have her device card readily available. She is unsure whether her stimulator is MRI-compatible but believes it may be compatible with certain magnets.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.